Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her son experienced high blood glucose level as he was not on the pump for a week because of constant no delivery alarms. Reportedly, it was stated that it was not the pump, but patient's body had developed a lot of scarred tissue. Moreover, the patient received insulin flow blocked alarm with his infusion set as the insulin did not exit while prime which may be due to cannula/site occlusion. Currently, the patient was on manual injections. No further information available.